Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no illumination in the smaller fiber optic lens, along with corrosion underneath, indicating fluid ingress. Corrosion was also observed on the leak tester connector and on the tabs securing the plug in the light source. The issue was found during maintenance. There were no reports of patient involvement.